Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover and on the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Functional display test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. The voltage check and the mushroom head check passed. While trying to bring the voltage up, the voltage dropped and then was brought back within the specification. Pre-accelerated stress test 15-minutes 1000ml simulated treatment was performed. No alarms or issues occurred during the test. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during fill 1 of 3 of their peritoneal dialysis (pd) treatment. Pressed the ok and stop keys, the screen was touched, but screen remained blank. The ok and stop keys made a sound when pressed, the cycler was rebooted, the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during fill 1 of 3 of their peritoneal dialysis (pd) treatment. Pressed the ok and stop keys, the screen was touched, but screen remained blank. The ok and stop keys made a sound when pressed, the cycler was rebooted, the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.